Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. The devices currently remain implanted, therefore no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event, see also 0001032347-2015-00472 and 000473. (B)(4). Remains implanted.

Event description:
The surgeon reported a revision surgery is planned due to malocclusion. It is reported the patient appeared to have perfect bite alignment during surgery, however post op she has a significant malocclusion that has not responded to elastic traction therapy. The surgeon intends to remove the mandibular screws, readjust the mandibular prosthesis, and then fixate with new screws. The revision surgery is anticipated in (B)(6) 2016, but no date has been set yet.

Manufacturer narrative:
The product was not returned, therefore the patient matched tmj case design (tmjpm-1066) and post-operative CT scans were evaluated. The design vendor found the most likely cause of the complaint to be ¿the placement of the maxilla, after the lefort osteomy, superior to the proposed design. The difference in placement may have resulted in the improper fit of the condyle in the fossa.¿ there are no indications of manufacturing defects. The surgeon performed a second surgery to reposition the implants to correct the occlusion. No further planning or redesign was required.